Manufacturer narrative:
The returned sample was analyzed and found that the balloon was burst / broken as per reported condition and there was no other abnormality observed. The area of burst was magnified and clearly the deterioration point can be identified. These ruptures or deteriorations happen if the balloon or rubber products get into contact with any chemical or lubricant made from a petroleum base. The use of petroleum base chemicals during the handling of the catheter can cause rubber properties to become deteriorated and rupture. This chemical or lubricant is usually used by the doctor or nurse during handling the product while inserting the catheter into the patient. The device history record review showed that this product was manufactured according to the device master record. No deviations were noted and all quality control inspections had been fulfilled. Because no negative complaint trend exists and the issue was not related to the manufacturing process, corrective action will be limited to manufacturing awareness. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purpose.

Manufacturer narrative:
Submit date 11/23/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a urology catheter. The customer reports that the balloon burst with fragmented pieces soon after use. There were no missing pieces, there was no harm to the patient, and no medical intervention required.